Event description:
Additional information was requested to verify troubleshooting, diagnostic testing, resolution and patient outcome. It was further reported that that the allergy test was negative. Blood tests were performed and were negative for infection as well. The pump pocket was still red but no longer acute and the patient was still receiving effective therapy. Nothing had been planned to date as the physician was unavailable for the next two weeks. A supplemental report will be filed should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump pocket was red and swollen and unknown if there were any patient symptoms or complications. This required the patient to be hospitalized and allergy testing was performed. Diagnostic testing and troubleshooting also included a dye study, rotor/roller study and checking the logs. The issue was reported as not resolved and cause was not determined. At the time of the event the patient's status was reported as alive-with injury. The device remains implanted and in-service. This device system delivered baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.